Event description:
It was reported that a patient had a lead revision. It was reported that the patient had a fall and felt shocking and burning sensation following the fall. It was reported that the patient experienced less than 50% therapy relief at the lead location. It was reported that there were high impedances. It was reported that there was a broken/fractured lead. It was stated that an x-ray showed one electrode missing from the lead. It was reported that the lead was explanted. It was noted that there were 7 electrodes on the explanted lead. It was stated that the old lead was explanted, and a new lead implanted. It was stated that the component was currently in the hospital¿s possession but would be returned. It was noted that the patient was alive with no injury. Additional information received reported that the manufacturer¿s representative did not know when the patient fell or how she was doing now. It was stated that the lead was returned.

Manufacturer narrative:
Product analysis: (B)(4). Conductor is broken (overstress damage) and the epoxy is broken (overstress damage) at the distal side of the # 1 electrode. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).